Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generated an error code, was unable to ventilate and had a safety valve stuck closed. The ventilator was not in use on a patient at the time of the reported event.